Event description:
Attorney reported: on (B)(6) 2004 - the pt underwent laparoscopic surgery for repair of two ventral hernias. A 11x14cm composix kugel mesh patch was implanted to repair a defect in the upper left quadrant and a medium sized composix kugel mesh patch was used to repair a defect in the upper left quadrant. On (B)(6) 2006 - the pt underwent surgery for an add'l incision hernia with placement of a (B)(4) composix kugel mesh patch. On (B)(6) 2007 - the pt was admitted to the hospital due to severe abdominal pain, previous hernia repairs. And chronic umbilical drainage. On (B)(6) 2007 - the pt underwent surgery for repair of repair of an incisional hernia and removal of previous placed mesh patches. According to the operative report the operation was far more difficult because of the placement of three previous mesh patches and the necessity to separate each from the small intestine in order to remove the defective mesh. A chronic draining fistula was reportedly related to the mesh.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a f/u report when/if product is returned for eval or add'l info becomes available. See MDR 1213643-2009-00097 for info related to other composix kugel mesh implanted on (B)(6) 2004. Info related to the composix kugel mesh implanted on (B)(6) 2006, will be reported in accordance with rae (B)(4).